Manufacturer narrative:
Date of event was approximated to 11/01/2018 as no event date was reported. Problem code 2522 captures the reportable event of wire failure to release bow (unbow). Visual examination of the returned product revealed that the cutting wire was kinked and broken at the handle section; consequently, confirming the reported complaint. No other defects were noted. It is the most likely that during the procedure, the device could have been damaged due to excessive manipulation of the product by the user. The broken cutting wire could have been caused by actuation of the handle with the cutting wire kinked. Therefore the most probable cause of this complaint is "adverse event related to procedure" since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A review of the device history record (DHR) indicates the device met all the manufacturing specifications required, and passed all the controls and inspections. No abnormalities were reported during the assembly process; however, there is no control of how the unit was handled in the field.

Event description:
It was reported to boston scientific corporation on november 28, 2018 that a stonetome was used in the duodenal papilla during a papillotomy procedure on an unknown date. According to the complainant after papillotomy, the physician tried to manipulate the handle and return the cutting wire to the unbowed position, but the cutting wire would not unbow. The device was removed as it was, and the procedure was successfully completed. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a stonetome was used in the duodenal papilla during a papillotomy procedure on an unknown date. According to the complainant after papillotomy, the physician tried to manipulate the handle and return the cutting wire to the unbowed position, but the cutting wire would not unbow. The device was removed as it was, and the procedure was successfully completed. There were no injury nor patient complications reported as a result of this event.